Event description:
(B)(4). One tube was closed . The other wasn't so I have 2 coils in my right tube. The pain was horrible.. I had cryoablation done after bleeding wouldn't stop. That made it worse. Now I have cluster headaches and I'm still bleeding and the foul odor is more than I can bear.